Event description:
Notice of litigation was received that stated the suspect device was involved in an incident in 2006. Description of incident per the notice of impending litigation: on the same month, the patient, went to oncology clinic for her 7th round of her course of 5-fu chemotherapy treatment. Her doctor prescribed 2 ml of 5-fu over a 46 hour period. The patient allegedly received the entire 46 hour dosage of medication in approximately one hour. The patient reportedly suffered serious and permanent injuries as a result. This was the first notification the device manufacturer has received regarding this alleged incident. No further information was made available as the incident is entering into active litigation.

Manufacturer narrative:
The reporter has not yet returned the device to the manufacturer for device evaluation. When and if device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.